Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: attorney.

Event description:
Patient was revised to address dislocation and pain. Doi unk - dor (B)(6) 2012 (hip). Update 01/09/2013 - clinical report received. Report states the patient was revised to address metallosis and instability. Update 04/02/2013 - litigation papers received 11/16/2012 allege the patient suffers from very serious bodily injury, chromium cobalt poisoning, metallic tastes and pain. Update ad 20 jun 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges metal wear and elevated metal ions. Doi: (B)(6) 2005 - dor: (B)(6) 2012 (right hip).